Event description:
The recharger was charged and each time the patient goes to charge her implantable neurostimulator (ins), the screen goes blank or times out. The patient cannot get it to stay on and had tried for about five hours. The external antenna was broken. The patient repeatedly was losing connection when recharging the ins. No medical or therapy problem was reported. No out of box failure reported. A replacement recharger antenna was ordered for the patient. The patient received the replacement recharger antenna, but the recharger was still shutting off. A coupling problem was reported. With the new antenna the patient was only getting 1-2 coupling bars shaded. The patient then received a new recharger but was unable to get more than 1-2 coupling boxes and it also kept going off. The patient programmer works fine, it was just the recharger that was not working. The patient usually has no problems getting coupling and she uses the recharger belt. During the report the patient put on the belt and she had all bars except one. The screen also went out. The patient was standing up so she then sat carefully and the coupling boxes dropped. Patient then moved the antenna and was able to get almost all coupling boxes. When the patient pressed the green button, the display would not come back on. When the recharger goes off, the patient cannot feel stimulation, then when it goes back on, the patient can feel stimulation. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that upon device return of the recharger, analysis found the complaint was unverified. No issues were found during bench testing, no issues with charging the implantable neurostimulator (ins) or recharger or communications. The patient reported that they received assistance from their manufacturer's representative (rep) or doctor and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Product ID: 3487a-33, lot# v016613, product type: lead. Product ID: 3487a-33, lot# v016613, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), product type: extension. (B)(4).